Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 523 mg/dl. The customer's blood glucose value was mg/dl at the time of the call. The customer stated they revived unexpected error alarms troubleshooting was performed. Insulin pump passed self test. The insulin pump was not returned for analysis.